Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not sense or pace correctly. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis was unable to confirm the customer comments that the external pulse generator (epg) would not sense or pace correctly; the epg passed all incoming functional tests. It was noted, however, that the main seal of the epg was contaminated, and that the upper and lower cases were broken at the boss. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.